Manufacturer narrative:
(B)(4). (B)(4).

Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single plate lens. The lens cracked on insertion into the eye. Lens was removed with no pt injury. The reporter stated the lens was damaged due to loading error. Another same model and size lens was implanted.